Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, twenty-nine (29) retention samples from bd inventory were evaluated by both visual examination and functional testing and the issue relating to decapping was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that 1000 bd vacutainer® serum blood collection tubes experienced stopper creep out. The following information was provided by the initial reporter: "loose cap. Customer complaint that the hemogard cap opens easily. The laboratory re-cap the hemogard for re-testing or sending to outside lab, which may cause the hemogard to open on its own and spill the samples."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1000 bd vacutainer® serum blood collection tubes experienced stopper creep out. The following information was provided by the initial reporter: "loose cap. Customer complaint that the hemogard cap opens easily. The laboratory re-cap the hemogard for re-testing or sending to outside lab, which may cause the hemogard to open on its own and spill the samples."